Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip resurfacing procedure on (B)(6) 2008 and subsequently was revised on (B)(6) 2008 due to fracture of the femoral bone. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.